Manufacturer narrative:
Device received with no button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and unlocked on lcd board noted. Unable to verify charge battery last less than expected and rewind anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a hard time pressing the numbers on the insulin pump. The customer¿s blood glucose level was unknown. The customer stated that the hearing unusual grinding noises different from the normal rewind noises. The customer also stated that the insulin pump had unspecified alarm. The insulin pump will not be returned for analysis.